Event description:
Dealer states: second unit consumer, has that leaked grease on their rug. This was ordered on (B)(4). Consumer had just gotten done getting their carpet cleaned. (B)(4) tilt actuator motor kit.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsp-mcg, serial number / date (B)(4) is approximately 1 year old. The owner's manual part number 1143190 rev j, was issued with this device. The owner's manual is also found on-line at invacare.com. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age is unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.